Event description:
Elective replacement of biv ICD that reached end of life on (B)(6) 2012 at 12:50pm. Diagnosis: atrial fibrillation with complete av block; cardiomyopathy. On (B)(6) 2012 at 01:40, pt heart rhythm read asystole, pacer spikes noted. CPR/code blue initiated. Resuscitation efforts stopped per pcp, pt expired.